Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. The physician attempted to do a pre-close technique using a non-gore device, however it didn¿t work well for the right side. A 8fr sheath was inserted from the right side. A guiding sheath was inserted from the left arm and an angiography was performed. The angiography confirmed the right common iliac artery was occluded. The angiography was performed from the 8 fr sheath as well. At this moment, the right internal iliac artery was patent. Then, plain old balloon angioplasty (poba, balloon angioplasty without stenting) was performed by non-gore balloon catheters to the right occluded site. After that a 12fr gore® dryseal flex introducer sheath was inserted from the right side and a 16fr gore® dryseal flex introducer sheath was inserted from the left side. A gore® excluder® aaa trunk ipsilateral leg endoprosthesis was deployed. Due to the narrow diameter of the aorta, the contralateral gate became narrow. Cannulation of the gate was successful and ballooning was performed from the gate to the trunk just in case and it was confirmed that the wire was inside the gate during cannulation. Then, angiography was performed and revealed that the right internal iliac artery was occluded. Two iliac extender endoprostheses were implanted in the right and left side each. After all devices were implanted, angiography revealed no endoleak but did show a dissection of the right external iliac artery. A non-gore stent was implanted to treat the dissection. There was no additional treatment for the right internal iliac artery occlusion. The procedure was completed. The patient tolerated the procedure. The physician suggested that it was unknown what the exact causes were, but the right internal iliac artery occlusion might have occurred due to a plaque shift resulting from the poba and not due to the gore device. The physician also suggested that the right external iliac artery dissection might have occurred due to operations performed with the non-gore device. Reportedly, there was no resistance when the 12fr sheath was advanced or removed and the diameter of the right external iliac artery seemed to be 3 - 4 mm.

Manufacturer narrative:
(B)(4).